Manufacturer narrative:
A getinge field service engineer (fse) spoke to the customer via phone and came to the conclusion that the zeroing of the transducer was not done properly by the operator of the unit. The fse instructed the operator on how to properly perform this, after the guidance the pressure reading was found to be correct. Unit was connected to patient and is working in satisfactory condition. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) would not zero. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1 (event site postal code:122505). It was reported that the cardiosave intra-aortic balloon pump (iabp) there was zeroing of transducer. Getinge field service engineer (fse) checked and found there was zeroing of transducer was not done properly which was guided to operator ,after that work done pressure reading were found correct. Unit is connected to patient and is working in satisfactory condition. No patient involvement.